Event description:
Device was returned for exchange of a new unit. There was no customer complaint reported or any allegation of pt harm. During the repair eval, it was discovered that the enclosure of the device was damaged. It appears that a failure of the solder joint on the ac inlet caused the event.